Event description:
It was reported that the patient sought medical attention with a doctor on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod for longer than 48 hours. The patient reported that they removed the pod on (B)(6) 2026 and noticed some inflammation from the shoulder to the elbow of the affected arm. The patient then noticed blood and purulent discharge at the infusion site over the next two days so decided to seek medical attention. The patient was diagnosed with cellulitis, the physician drained the infection using a lancet and prescribed treated with cephalexin 500mg to be taken 4 times day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.